Event description:
The customer alleged the 840 ventilator stopped cycling while in use on a pt. The pt was not harmed or injured as a result of the event. The nellcor puritan bennett customer support engineer (cse) inspected the device and verified the vent inop error codes in memory. The cse replaced the bdu pcb. The unit passed extended self testing.